Event description:
Subsequent to the initial medwatch report, additional information received indicated that vessel closure was performed in the right common femoral artery after a percutaneous transluminal coronary angioplasty procedure. The physician is trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4) - incorrect anatomy. Reportedly, the device was used in the radial artery. The perclose proglide suture-mediated closure (smc) system is designed to deliver a single monofilament polypropylene suture to close femoral artery puncture sites following diagnostic or interventional catheterization procedures. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Correction- device not returning it is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record and complaint history of the reported lot could not be conducted, because the lot number was not provided. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.

Event description:
It was reported that an arteriotomy closure of the radial artery was attempted using a proglide device after an interventional procedure. Reportedly, the proglide was resistant and did not slide properly on the guide wire. The device was removed and a second proglide device was used to successfully complete the procedure and achieve hemostasis. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. It is reportedly unknown if the physician is trained in the use of the proglide device. No additional information was provided.